Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011, to report that the volume accounting for the cardiopat machine was off by 200ml. No operator or donor injury was reported. Upon evaluation of the device a volume accounting error in optics was verified. The optics were adjusted so that they were within proper specifications. A blood spill was also found inside of the tank and subsequently cleaned. The optic window header arm and battery pack were replaced. The machine is now ready for use. No death or serious injury to patient reported. The accounting error could attribute to an unaccounted loss of rbcs. A significant loss of rbcs could potentially be harmful to the patient. If this event were to recur, it would likely present a risk of serious injury to the patient. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2011, to report that the volume accounting for the cardiopat machine was off by 200ml. No operator or donor injury was reported.